Event description:
Initial result for a patient psa was 0.035 ng/ml. When repeated, the result was 75.29 ng/ml. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepant values.